Manufacturer narrative:
Investigation conclusion: a review complaint history did not identify any adverse trends for the reported issue for this product. Root cause: insufficient information source: online review.

Event description:
Customer reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided.the report was obtained from an online consumer review; no further information could be obtained as no customer contact was made.